Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist has reported the removal of a dental implant due to its lack of primary stability. The implant was not replaced at the same surgical act. The patient presented bone type iii.